Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. Upon interrogation post implant, it was noted that implantable cardiac monitor exhibited r wave amplitude variation, marker anomaly, and over-sensing. Programming changes were made. The patient was in stable condition. On (B)(6) 2021, the patient presented in clinic for a follow-up after the clinic received a remote transmission via merlin.net. It was noted that the device exhibited undersensing, oversensing, and another marker anomaly. The patient noted that the device had been moving inside the pocket. Programming changes were made. The patient was in stable condition.

Event description:
New information received indicated that the device was explanted and replaced on (B)(6)2021. The patient was in stable condition.